Event description:
An rn in micu reported during am blood draws "I was splattered with blood as the blue valve pushes back with a strong force when the syringe is disconnected". She noted she always sees a few extra drops after disconnecting and she has learned to have an alcohol pad ready to catch the drops. There was no pt or user harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). A site visit was done by carefusion clinical consultant on (B)(4), 2012 and she determined there may have been technique issues. Nursing staff was instructed on proper technique. All nurses denied any splashing. Clinical consultant was unable to speak with event nurse. Unable to determine the cause of the blood splash back when disconnecting syringe because the product was not returned and has been discarded by the customer. The root cause of this failure could not be identified.